Manufacturer narrative:
The exposed portion of the soft cannula was observed to be torn. The timing and cause of this damage cannot be determined. Fluid path testing found fluid leaking from this damage. Download data showed no timeouts or drive stalls and no alarms were generated. No other damages or defects were observed during the investigation.

Event description:
It was reported the patient's blood glucose levels rose to 250 mg/dl. No treatment information was provided.